Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing, a loss of capture and oversensing due to noise were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. Technical support was contacted and suggested replacing the rv lead to resolve the event. No intervention has been performed at this time. The patient was in stable condition.